Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found with the grip tip along with its associated molded insulator was no longer secured on the grip assembly. The grip tip was observed to be hanging off the assembly. No material appeared to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. An image associated with this reported event was submitted for review. The failure analysis engineer (fae) reviewed the image. And reported, that it looked like the instrument¿s molded insulator was broken, causing the grip to be dislodged from the base of the grips. This complaint is considered a reportable malfunction, due to the following conclusion: it was alleged that the force bipolar instrument jaws were dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator activation or instrument release kit (irk) use. While, there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci-assisted simple prostatectomy surgical procedure, the force bipolar instrument tip broke. There was no problem. And the customer did not need any other instrument for the procedure, because the issue occurred at the end of the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, and obtained the following additional information: the customer clarified that the tip was bent and provided a picture. No patient demographics available.